Event description:
Event description cpi received information that a ventak prx implantable cardioverter defibrillator (ICD) patient exhibited a ventricular tachycardia above the rate cut-off of the ICD, and the ICD apparently did not shock the patient. When the patient was examined, the ICD could not be interrogated and magnet tones could not be obtained. The physician was also unable to locate the ICD by palpation. The patient was externally shocked to convert the arrhythmia, and the ICD was replaced.